Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during a surgery in our operating room a piece of a minilap grasper tip broke off inside of the patient. The piece was able to be recovered". No report of patient harm or injury.

Event description:
It was reported that "during a surgery in our operating room a piece of a minilap grasper tip broke off inside of the patient. The piece was able to be recovered". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the returned device was received by the quality department. The device was in a plastic bag with an outer "disinfection tag". Part was found to have one jaw broken and the other jaw remaining. All other part were intact. No manufacturing flaws were observed during investigation. The DHR was reviewed. All operations and documentation were completed, and no problems were found. The device was manufactured on may 19th, 2025. The root cause of the damaged device is undetermined. The device likely could be damaged due to excessive force or incorrectly arming the device before inserting or guiding through the body. It is possible that the user did not fully arm the device and attempted to inert the device with the jaws exposed. Root cause is unknown, and no corrective actions are necessary at this time." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.